Manufacturer narrative:
Citation: kentaro asoh percutaneous pulmonary valve implantation within bioprosthetic valves european heart journal, volume 31, issue 11, 1 june 2010, pages 1404¿1409, https://doi.org/10.1093/eurheartj/ehq056 epub- (B)(6) 2010 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding percutaneous pulmonary valve implantation within bioprosthetic valves. All data were collected from a single center between october 2005 to february 2008. The study population included 14 patients (7 male and 7 female; mean age 15 years), all of them were implanted with medtronic melody bioprosthesis. Twelve of these patients had previously been implanted with medtronic hancock device. (Valve diameter 18 mm n = 1, 21 mm n = 1, 22 mm n = 3, 23 mm n = 1, 25 mm n = 5, or 26 mm n = 1). The serial numbers were not provided. Among all patients adverse events attributed to hancock device included- calcification, severe stenosis, severe regurgitation, increased gradient and balloon dilation. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. Among all patients adverse events attributed to melody device included increased gradient. Based on the available information, a direct correlation was likely between the observed adverse events and medtronic product. No additional adverse patient effects or product performance problems were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.